Event description:
11-6-96 pt underwent bilateral removal of silicone implants with augmentation with saline implants. Pt. C/o chronic back pain and of being self-conscious about breast size after augmentation. Felt that breasts were too large and wanted them out. 7-25-97 pt underwent removal of bilateral saline implants & bilateral internal mastopexies.